Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the pipeline was not placed in a vessel bend when it failed to open. No additional steps or other devices were attempted to open the pipeline. The cause of the failure to open could not be determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that pipeline failed to open. The patient was undergoing surgery for treatment of an internal carotid artery aneurysm. It was noted the patient's blood vessel tortuosity was minimal. The angiographic result post procedure result was good. It was reported that the stent was used for the treatment of an internal carotid artery aneurysm, with the ped-475-25 selected for implantation. After thorough hydration, the ped-475-25 was delivered into the stent delivery catheter phenom 27. Upon reaching the target position, 10-14 mm was deployed, but the tip end failed to open. The operator attempted to retrieve and redeploy twice but failed. The stent was deployed again to the retrieval marker, but repeated pushing and pulling still could not open it. Considering that multiple attempts had caused intimal injury to the patient¿s vessel, the stent was removed, and it was found that the tip had become conical and could not be used normally. To ensure patient safety and the smooth progress of the procedure, another ped stent was used instead to complete the procedure successfully. All devices were prepared as indicated in the IFU. No patient complications were associated with this event. Ancillary devices include a 6f-115navien guide catheter, phenom27 microcatheter.

Manufacturer narrative:
H2/h3: product analysis as found condition: the braid was returned inside a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal ends of the braid were found open and no damage. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the returned device, the customer's report of failure to open at the distal end was not confirmed, as the distal and proximal ends of the braid were found open and no damage. Possible causes include vessel tortuosity or deployment of the braid in a vessel bend. However, the customer reported that vessel tortuosity was minimal and the braid was not positioned in a vessel bend, which rules them out as potential causes. The cause of failure to open could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.